Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2023, the patient was admitted in the hospital in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a dull coring knife was unable to be confirmed through this evaluation as the coring knife, serial number (B)(6), was not returned for evaluation. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21aug2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the surgeon was coring the myocardium, more force was required to use the apical coring knife to cut through the heart tissue. The surgeon reported that the knife seemed "dull" compared to previous experience. 2 attempts were needed to core through the complete thickness of the myocardium. Once the coring was completed and the cored tissue was removed from the heart, the left ventricle (lv) and cut section were observed for any obstructions or residual tissue to make sure no damaged tissue would impede the heartmate (hm) 3 inflow cannula prior to inserting the pump into the apical cuff. The lv was cleaned, and the implant procedure proceeded without further incident.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.